Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient removed the sensor on (B)(6) 2022 and tried to remove all adhesive residue from their skin. Her skin started to become itchy, red, and hot. It started to swell and harden/become firm almost immediately after. The condition led to the severe systemic allergic response, causing lesions and hives all over. The patient stated her abdomen became distended and swollen when it initially spread from the sensor site. On (B)(6) 2022, the patient went to the emergency department (ed) and was provided IV medications. The patient returned to the emergency department on (B)(6) 2022 because the skin reaction (from the same sensor) had not resolved and was worse. The patient was provided a second round of IV medications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. The correct awareness date of this report was (B)(6) 2022.